Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 4.6, lab: 8.3. Time between testing: not provided. Pt's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.